Manufacturer narrative:
(B)(4). Batch # unk. As the device was not returned, an analysis investigation could not be performed. A conclusion could not be reached as to what may have caused or contributed to the event. Complaint information is trended on a regular basis to determine if further investigation is warranted. A manufacturing record evaluation was performed for the finished device lot number, and no non-conformance were identified.

Event description:
It was reported that during a lap sleeve gastrectomy, after gold and blue reload with reinforcements, another blue reload was loaded with reinforcement. Surgeon pulse fired on each of the firing and noticed the tissue was starting to move forward in the jaws (tissue milking). Surgeon then proceeded with second pulse firing, and tissue was pushed forward out of the jaws. It appeared that was cutting at this point of use. Surgeon then immediately hit the reverse button in order to reverse the knife blade and open the stapler. The surgeon commented that the knife blade did not cut and that some of the staples were unformed. The excess staple line reinforcement material and staples were removed from the tissue. A new echelon stapler, a new blue gst reload, and a new reinforcement material were used to complete the case without any further complications.